Event description:
It was reported that a patient had their catheter dislodge twice. The second dislodgement was described as that the catheter ¿moved¿. The device system was used to deliver clonidine and morphine. No further information was available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4).